Event description:
Transfer sets are not satisfactory. The spike is dull and too short. This causes coring in hyperalimentation solutions; danger of particulate matter being transfered into bags. Event date shown as various.